Event description:
The reporter stated that the connector on the pt side is detaching at the solvent connection. There was no pt injury or treatment reported with this event. This event was reported to smiths medical international.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical. This assembly is incorporated into the finished product. The finished product is further assembled, packaged and sterilized. The product has not yet been received for evaluation. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An add'l report will be submitted should info become available that impacts the outcome of smiths' investigation.